Manufacturer narrative:
This report is being submitted to provide additional information on event description and coding. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) in the left ventricular (lv) lead. In addition, high threshold values were noted for both the lv and right ventricular (rv) leads. Technical services (ts) recommended reprogramming options. This left ventricular (lv) lead remains in service. No adverse patient effects were reported. Additional information was received. It was suspected that the loc was actually fusion beats. Additionally, it was mentioned that the patient experienced shortness of breath (sob), chest tightness and palpitations. Further clinical evaluation was recommended. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) in the left ventricular (lv) lead. In addition, high threshold values were noted for both the lv and right ventricular (rv) leads . Technical services (ts) recommended reprogramming options. This left ventricular (lv) lead remains in service. No adverse patient effects were reported.